Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm tmicl13.2 implantable collamer lens, -15.00/+2.5/099 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down in the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens within the same surgery and the problem was resolved. A suture was required. The patient is doing well. The reporter indicated they felt the lens was loaded too early and caused the lens to rotate in the cartridge.

Manufacturer narrative:
H3: device evaluation: the lens was returned wrapped in gauze, with moisture on lens. Visual inspection found one haptic torn. Claim # (B)(4).